Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia , under insulin delivery and manual injection as treatment. Customer blood glucose level was over 501 mg/dl. Customer received pump error alerts. Customer was used insulin pump system within 48 hours of reported event. Troubleshooting was performed for high blood glucose readings. It was unknown about use of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. Pump was expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer returned insulin pump for an alleged under delivery anomaly, pump error 41, pump error 43, and high blood glucose observed on (B)(6) 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 30.7 units of normal bolus was delivered on 10-nov-2022. Several bolus's were programmed, delivered and recorded properly in the pump history. Unable to confirm high blood glucose pump error 41 was found in the pump's downloaded history on 08-nov-2022 at 10:21:42.000 and pump error 43 was found in the pump's downloaded history on 08-nov-2022 at 10:21:42.000 due to moisture damage on the electronic assemblies. Pump was cut open to perform visual inspection and found¿moisture damage¿on the force sensor, and harness assembly vibrator. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. In summary, possible under delivery anomaly was not confirmed. The pump passed the full drive test including the displacement accuracy test. Pump error 41 and 43 were confirmed in the history files due to moisture damage on the force sensor, electrical board, and harness assembly vibrator. Exposed to moisture was confirmed. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.